Event description:
User facility reported that the device was implanted in pt to allow for administration of a clinical trial drug on (B)(6) 2012. On (B)(6) 2012 an ex-ray examination was performed which showed that the catheter had migrated from the pt's spinal space. The device was surgically explanted on (B)(6) 2012. No permanent adverse effects to pt reported.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.